Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 200 mg/dl.